Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The high performance display unit was the likely cause of failure which is no longer manufactured. System replacement has been recommended.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of the ventilator display. There was no patient involvement.